Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that insulin pump screen was scratched up and so it made it hard to read. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of pump and revert to backup plan as per hcp¿s instructions. Insulin pump will not be return for analysis.

Manufacturer narrative:
Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and severely scratched display window noted.